Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
A customer's father reported that they had received what they felt were higher than normal readings on their precision optium meter. The customer changed their medication and suffered hypoglycemia and became unconscious. Paramedic were not called, as the father was a doctor and treated with a glycogen hypo kit. The father reports the last result stored in the meter was 11.1 mmol/l. The customer's meter and test strips have been requested for investigation. There was no report of death or serious impairment in this case.